Manufacturer narrative:
(B)(4). G2: australia. Additional associated products & mdrs: 42530007901, tibia trabecular metal 2-peg porous fxd brng lt size g, lot# 65349572 MDR: 0001822565-2024-00106; 42502807001, femur trabecular metal cruciate retaining (cr), lot# 65370397 MDR: 0001822565-2024-00107; 00587806535, nexgen trabecular metal standard primary patella, lot# 65354709 MDR: 0001822565-2024-00108.

Event description:
It was reported that there was a revision for patient pain. The femur, tibia, patella and poly were removed and new revision products implanted. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual examination of the provided photograph identified explanted femur, tibial plate, articular surface, and patella. However, the pictures were insufficient to complete an in depth visual or dimensional analysis. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. The complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.